Event description:
It was reported that there was high lead impedance in the right ventricular lead and that a patient alert sounded due to the high impedance measurement. It was also reported that the sensing integrity counter (sic) was high. The lead was explanted and replaced with a new lead. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing overlay melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. Performance data collected from the device has also been analyzed. Analysis revealed that the ventricular short interval count v-sic equaled 96.1 counts avg/day, in 1.06 days, between (B)(6) 2012 11:22:40 and (B)(6) 2012 12:51:43. There were two patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2012 02:15:04 and (B)(6) 2012 02:15:05. And the daily pace impedance trend data show two spike increases for rv (right ventricular) pace equaling 376 to 5200 ohms peak between (B)(6) 2012 and (B)(6) 2012.